Event description:
The report states that the surgeon had trouble opening the device. The jaws had to be pulled off tissue and some bleeding occurred as a result. Once the device was opened, it would not close.

Manufacturer narrative:
(B) (4). (B) (4). A visual inspection of the incident sample revealed no damage. Tests for resistance, jaw gap and jaw splay were within the allowed range. The device was tested on simulated tissue for proper activation and knife function with acceptable results. Turning the rotation wheel while the handle is fully closed can cause the jaws to lock shut. There is a notice in the instructions for use (IFU) that states, "do not turn the rotation wheel when the handle is latched. Product damage may occur. The jaws may lock in the closed position." Additionally, we have found that if the jaws are not cleaned as instructed in the IFU, eschar can build up and cause the jaws to stick to the sealed tissue. Covidien has issued a hotline bulletin to inform customers on how to avoid tissue buildup that can lead to sticking.